Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 and blood glucose was 190 mg/dl. Troubleshooting was performed for sensor glucose versus blood glucose differences. Customer was advised to wait two to four hours before turning sensor back on. Sensor would be replaced.